Event description:
Plaintiff alleges that as a result of direct and indirect exposure to allegiance's products, plaintiff has developed an allergy to latex and its components. As a result, plaintiff alleges sustaining general and special damages.